Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found these additional reportable malfunctions: there was still no image after using a temporary electrical connector and they were unable to check the olympus endoscope system image. The evaluation also found a cracked bending section cover glue that needed replacement and a low angulation. Additional information was requested but details were not known or provided by the reporter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the ultrasonic bronchofibervideoscope had no image while being used. The issue occurred during preparation for use prior to an unspecified procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events were confirmed. However, a definitive root cause could not be determined. As to damage, per the contents described in the then instruction manual (revision 28), it was determined that the reported phenomena might be prevented by following these descriptions. "Caution" ¿ "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.